Event description:
It was reported that during an intracept procedure, the physician made multiple attempts to troubleshoot hitting the target by removing the j-stylet multiple times to insert the probe. When the curved cannula was removed, the tip of the peek was sheared off. It could not be confirmed whether the device fragment was contained inside or outside the bone. The procedure was completed as scheduled and the patient was doing well postoperatively.

Manufacturer narrative:
The intercept curved cannula was returned and analyzed. A visual inspection revealed that the curved cannula shaft tip was broken. The breakage of the curved cannulas shaft tip was likely due to use of excessive force during the procedure. A labeling review did not reveal any anomalies as it states that as with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instruments or the probe. It also states that breakage, slippage, misuse or mishandling of instruments or the probe, such as on sharp edges, may cause burns or injury to the patient or operative personnel is a known risk associated with the use of the intracept intraosseous nerve ablation system.

Event description:
It was reported that during an intercept procedure, the physician made multiple attempts to troubleshoot hitting the target by removing the j-stylet multiple times to insert the probe. When the curved cannula was removed, the tip of the peek was sheared off. It could not be confirmed whether the device fragment was contained inside or outside the bone. The procedure was completed as scheduled and the patient was doing well postoperatively.